Manufacturer narrative:
Film evaluation summary: the cause of the renal stents compressing and resulting bilateral renal occlusion could not be determined from the limited post-implant still images provided. The anatomy at implant is unknown and the size of the bifurcate is also unknown. Lack of contrast did not allow assessment of stent graft patency. It is unclear if patient anatomy may have contributed. The images showed areas of calcification primarily around the proximal graft margin and suprarenal stents. The proximal portion of the suprarenal stents appeared to be significantly smaller in diameter (approximately 70%) as compared to the diameter of the aortic body #3 ¿ 5 covered stents, and the first covered stent appeared tapered, indicating that the bifurcate may have been implanted in a small diameter and conical neck. Chimney stent interaction with the suprarenal stents, which appeared non-symmetrical and not well opposed to the aortic wall, may have also contributed to the events.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that post chevar another manufacturer¿s bare metal stents collapsed resulting in bilateral renal occlusion. No additional clinical sequelae were reported. There is no further information available for this case.